Event description:
Pt s/p right uni knee replacement in 2008 complaining of ongoing knee pain. H and p as well as operative report describes failed unicompartment knee arthroplasty with varus deformity; fractured/failed tibial tray or implant.